Event description:
Meter name: one touch basic enhanced, strip name: lifescan one touch, meter code: unknown strip code: unknown, strip storage: unknown, symptoms: sweating and shaky. A patient reported the "meter put pt in the hospital". Their meter allegedly was inaccurately erratic. The result at the hospital was unknown. No comparison reported. Treatment was unknown. No further information has been reported.